Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. The system fan was noisy. Concomitant: product ID 229047 analyzer. (B)(4)

Event description:
It was reported that the programmer electrocardiogram (ECG) was working intermittently and it was impossible to interpret due to excessive artifact. The customer replaced the leads but the issue still exists. It was also noted that the ECG port might be broken. The programmer was replaced with another programmer and returned for repair. No patient complications have been reported as a result of this event.